Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-feb-2024, it was reported that the infusion set's tubing came apart at the tubing connector. The infusion had been used for three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity and the pump was not dropped with the set connected to patient's body. According to the complaints investigation performed on returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information was available.